Event description:
Report received from the USA stating that the device would not rotate. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).